Event description:
The wire knotted itself and got stuck in the pt. They accessed the vein, threaded the wire, removed the needle and then tried to remove the wire and discovered they could not. After taking the pt down to ir, it turns out the wire knotted on itself.

Manufacturer narrative:
The complaint of a knotted flexura guidewire is confirmed. As evidenced by the sample returned it appears the guidewire has been damaged through use. The complaint sample received shows a knot in the wire that is located at the distal tip. A blood residue is observed encapsulating the knot in the wire that is located at the distal tip. No mfg defects were noted on the wire or the catheter. The complaint incident cannot be replicated in the lab setting. At this time the mechanism of damage is undetermined. A lot history review (lhr) of rewc0486 showed no other similar product complaint(s) from this lot number.